Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that after passing the tracer registration, the passive planar probe blunt would track and then "jump" to a different orientation while the instrument was held stationary in navigate. The site was unable to test another instrument since the room had not turned sterile yet. Once the site was sterile a second passive probe was introduced, the health care professional was able to navigate with no issue. The site thinks that the initial probe was damaged causing the reported issue. The site swapped out the spheres with no resolution. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information and correction provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the issue occurred during registration. Additional information: the tip of the instrument was observed by the site to be visibly bent, but they were unsure of how the damage was incurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stated that the jumping around was found to be attributed to a damaged probe that's no longer being used at the site.